Event description:
It was reported that during a percutaneous coronary intervention (pci), the distal tip of an intravascular ultrasound (ivus) was left in the right coronary artery (rca). The lesion being treated was 100% stenosed with moderate tortuously from proximal to mid-rca. The lesion was crossed with a guidewire, pre-dilated with a balloon and confirmed with ivus. The lesion was protected with a protection device in distal-rca and then dilated with a balloon. A stent was deployed in mid-rca and placement was confirmed with ivus (2nd run). An attempt to deploy a second stent in proximal-rca was unsuccessful, it could not cross. The physician found that the ivus distal tip (ro marker) was left in rca. The catheter was removed (outside the pt's body) and the physician confirmed the distal tip was missing. The physician reported that he did not feel any resistance. The protection device trapped the broken tip, and it was removed with the entire sys (protection device and guide catheter). Angiography was performed and confirmed there was no flow in rca where the deployed stent had been placed. The area was dilated with another balloon and flow was ameliorated. The pt was reported to be "stable".